Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the evaluation it was observed that the video cable and the switches were worn. It was also observed that the bending tube was deformed. Due to the deformation of the bending tube, the bending angle in the down direction did not meet the standard value. It was observed that the angles were tight when the when the insertion tube was coiled. Lastly, it was observed that the light guide connector was immersed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope displayed scope communication error (e315) message and water entered the light guide plug. The reported issue occurred during preparation of use for a diagnostic colonoscopy procedure. The procedure was subsequently completed with a similar device with no delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The customer's complaint was confirmed. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the plug unit was corroded while the user was handling the device and resulted in the displayed error message (e315). The event can be detected by following the instructions for use (IFU) which state: "·inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.